Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. On the same day as event onset, the patient was hospitalized and began treatment with vancomycin (3g and intraperitoneal and discontinued on an unknown date). Two days later, the patient was treated with ceftazidime (2g and intraperitoneal) and later with meropenem for the event. Eighteen days after onset, the patient's pd catheter was removed and a hemodialysis catheter was placed. Pd treatment was interrupted to allow for patient recovery. The patient has not recovered from the event. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that twelve days after the event onset the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, apd therapy was ongoing during hospitalization. It was reported that pd treatment was interrupted for a month so the patient can recover. Patient was doing hemodialysis. Eighteen days after the event onset, the patient has recovered from cloudy effluent and abdominal pain.